Event description:
The manufacturer's investigation captured incidental findings that the centrimag motor had a damaged lemo connector.

Manufacturer narrative:
Manufacturer's investigation findings: incidental finding: damaged lemo connector. The reported event of the system not operating as intended was confirmed via the log file. The centrimag motor (serial #: (B)(6) ) was returned for analysis and a log file was downloaded from the returned and associated 2nd generation primary console for review. A review of the submitted log file showed events spanning approximately 3 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 07:59:27, a ¿sf_ifd_shutdown_detected¿ activated and triggered ¿motor disconnected: m2¿ and ¿flow signal interrupted: f2¿ alarms to activate at 07:59:28. The motor speed fell to 0 rpm and the flow fell to 0 lpm before increasing and staying steady at ~0.3 lpm. A ¿motor alarm: m4¿ activated at 07:59:53. ¿sf_ifd_shutdown_detected¿ continued to activate until 08:02:06. Following this, the active alarms were able to be muted and cleared and the system was power cycled at 08:12:02. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis; however, was unable to be functionally tested due to damage to its connector. Additional provided information communicated on 24aug2021 stated that per the account, there was no patient involved. The pump failed while priming. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6) ) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including m2, f2, and m4 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 3003306248-2021-02998. It was reported that a pump failure occurred with the centrimag device. The motor and console would be returned for evaluation.